Event description:
Noticed after the last storm that took our power out that if I stepped on any metal I would get 'shocked' or 'electrocuted' and just thought it was the house. Later the appliances would send my stimulator haywire and would not let me move if that makes sense, like my muscles were spasm. Noticed if I touched my iphone 15 pro my fingers would get numb and lose sensation. Even typing this I am being mini shocked. My finger tips feel like I touched the hot pan and held it there to long. My limbs are getting scar tissue thickness also.